Event description:
Patient was revised to address loosening of the patella and poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database by manufacturing lots was not provided. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear without the product to examine. Although no conclusions could be drawn, polyethylene wear after approximately sixteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.